Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable low calcium generation 2 results for 26 patients after maintenance was performed on the analyzer. The samples were repeated on another cobas c501 analyzer. See the attachment to the medwatch for specific patient data. The erroneous results were reported outside the laboratory. The repeat results from the other cobas c501 were considered to be correct and corrected reports were sent out. The customer was not aware of any adverse events. The calcium reagent lot number was 68339401 with an expiration date of 05/31/2014. The field service representative could not find a cause. He ran an instrument check with results within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for further investigation was requested but not provided.